Event description:
Couldn't get tampon out, foreign body- vaginal [foreign body in reproductive tract] trauma to vagina [vulvovaginal injury] pain vagina [vulvovaginal pain] string had detached, string snapped off - tampon [device breakage] abdominal pain [abdominal pain] back pain [back pain] case description: consumer called stating when her daughter tried to remove the tampon, the string detached. No serious injury was reported.

Manufacturer narrative:
22-jan-2021 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
12/22/2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Couldn't get tampon out, foreign body - vaginal [foreign body in reproductive tract]. Trauma to vagina [vulvovaginal injury]. Pain vagina [vulvovaginal pain]. String had detached, string snapped off - tampon [device breakage]. Abdominal pain [abdominal pain]. Back pain [back pain]. Case description: consumer called stating when her daughter tried to remove the tampon, the string detached. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Couldn't get tampon out, foreign body- vaginal [foreign body in reproductive tract]. Trauma to vagina [vulvovaginal injury]. Pain vagina [vulvovaginal pain]. String had detached, string snapped off - tampon [device breakage]. Abdominal pain [abdominal pain]. Back pain [back pain]. Consumer called stating when her daughter tried to remove the tampon, the string detached. No serious injury was reported.